Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc concluded that the reported event may have been caused by communication failure due to a broken camera cable. The disconnection of the camera cable may be caused by unexpected stress on the camera cable due to customer's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was reproduced. The inside of the camera cable was damaged and the reported event may have been caused by a broken camera cable. Remote control switch sw2 did not work and remote control switch sw1 did not work intermittently. The camera head¿s main body, ccd unit and camera cable were replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the endoscopic image of the device was not displayed. There was no report of patient injury associated with the event.